Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, pump won't run" alarm that remained unresolved with multiple troubleshooting attempts. Per reporter, air in line was noted. Per reporter the residual volume was 52.1 ml, rate 1.5 ml/hr, and given was 15.9 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).